Event description:
The icy catheter (lot # unknown) was used in ivtm therapy. The customer reported that the catheter was leaking during the treatment. A catheter leak check per zoll instructions for use (IFU) was performed. Device malfunction of the start-up kit (suk) was ruled out. The customer did not provide any further details regarding the incident. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
Zoll has not received the icy catheter for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.